Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a fridge door failure. A field service engineer replaced the micro switches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The serial number, UDI, model number, catalog number and manufacture date details kept blank since there was no medstation asset associated with the remote manager.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager fridge door was jammed. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.